Event description:
Philips received a report that the customer performed head scans on pts and reported a shading artifact in some images that could lead to misinterpretation of these images. Pts were rescanned on an MRI system to rule out pathology and no pts were mistreated.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).